Manufacturer narrative:
The reported firstpass mini left device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. Visual evaluation shows the device is missing the suture trap, no other manufacturing abnormalities observed. During functional test, the device was loaded with suture and it was able to pass a stitch as intended. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole. No containment or corrective actions are recommended at this time. A DHR/batch record review for lot 2028739 finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a supraspinatus cuff repair, the firstpass mini was introduced in the subacromial space and the surgeon attempted to place it underneath the supraspinatus cuff. Afterwards, it was noticed that the device's jaw had fallen into the joint space. The fragment was retrieved from within the patient using a rongeur. There was a backup device. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.